Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called and treated his son the low blood glucose. The customer's blood glucose reading was 67mg/dl, and he was treated with a glucagon shot. The caller stated that he felt low and passed out. Troubleshooting was performed. Reviewed priming technique and found that the customer left the reservoir in the pump while rewinding. Instructed the customer to remove the reservoir prior rewinding. Reviewed the programming, and it was correct. The reservoir was showing the same amount of insulin that the status screen shows. The customer mentioned having a stroke recently, and he stated that he does not count the carbohydrates correctly. Advised the customer to speak with his doctor regarding the low glucose and call back if issues persist. No further info was provided.